Event description:
The customer reported that the monoblock was damaged and that the system did not xray. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the x-ray tube. The system operates as intended.